Event description:
It was reported that a user of the ilet experienced recurrent hyperglycemia during the device¿s initial learning period while on systemic steroids, asked whether using a full insulin cartridge in 1.5 days was normal, and noted blurred vision; glucose levels were reported to return to target after each episode and the user was in range during the call. Symptoms included blurred vision associated with hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed insufficient information and no specific findings to establish a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.